Event description:
During evaluation of the device it was noted by the philips field service engineer that the ibp/temp options were not working.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.